Event description:
During a follow-up in clinic, a loss of capture was noted on the left ventricular lead due to suspected dislodgement caused by a patient fall. The device was reprogrammed to only right ventricular stimulation. The patient was stable and will continue to be monitored.